Event description:
Patient was revised to address loosening of the tibial component. It was reported that the loosening was caused by varus malpositioning of the primary tka.

Manufacturer narrative:
Examination of the returned product could not confirm the reported loosening. The investigation could not determine the root cause, but reported malpositioning of the primary tka may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.